Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken and contaminated, the ring cover and bail cover were broken, the upper case, battery release, battery release o-ring, output connector, battery drawer, and battery drawer o-ring were contaminated, the bail cover and bails were missing, the lead flex o-ring was pinched and the battery contacts were compressed. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.